Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the instrument's ball bearing dropped out of the inserter during the cleaning process.